Manufacturer narrative:
Options were to be further discussed with the physician. Information suggests this device remains in-service. Initial investigation has been completed and this event will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached end of life with a voltage of 2.69 v and 32 second charge times. This device had been implanted for three and half years. No adverse patient effects were reported. Technical services discussed device operation.